Event description:
It was reported that an asymptomatic patient's right ventricular lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.

Event description:
New information received states that the rv lead was capped due to fracture.